Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center experienced no display. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, no display on the processor: when it was confirmed on-site, it was working normally, could be identified. The root cause could not be determined. No presumption could be made, as the product has not been returned to the repair department. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review:there was no basis that the defect is caused by misuse of the user, thus not applicable.¿ olympus will continue to monitor the field performance for this device.